Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, undersensing issue was observed. Patient has symptoms of sinus arrhythmia, right bundle branch block and r-r interval irregularities. Upon review of the session records, r-wave undersensing issue was confirmed. Additional testing was recommended however no testing was performed and it was unclear to determine the cause of the undersensing. No intervention has been performed. Patient was stable otherwise.